Manufacturer narrative:
Based on information provided, the root cause for the reported event is not determined. There is insufficient information regarding the circumstances regarding the procedure four years later, or the hospital it occurred in. Intuitive surgical, inc (isi) has not received information regarding disposition of the retrieved fragment. Isi continues to attempt to obtain additional information. If any additional information is received, it will be reported. A review of the site¿s history confirmed the robotic inguinal hernia procedure on (B)(6) 2018 , and there were no complaints reported involving da vinci products or procedure complications. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. This complaint is being reported due to the follow conclusion: four years after a da vinci-assisted inguinal hernia procedure , the patient underwent a subsequent procedure in an unknown different hospital, where a foreign object described as fitting a da vinci tip cover accessory was discovered in the mesentery.

Event description:
It was reported that the patient underwent a da vinci-assisted inguinal hernia procedure on (B)(6) 2018 . On (B)(6) 2022, the patient underwent a second surgical procedure in a different hospital for unspecified symptoms and unknown indications. A foreign object that allegedly fits the description of a monopolar curved scissors (mcs) tip cover accessory was discovered in the mesentery. Intuitive surgical, inc (isi) made attempts to gather information regarding the reported incident and confirm if the retrieved part was an isi product. However, no additional information has been received at the time of this report.